Event description:
It was reported that this artificial urinary sphincter (aus) returned without any performance allegation information. Upon analysis of the returned components, the pump kink resistant tubing (krt) were worn to the filament. The pump and balloon had functional problems. There was no additional information provided.

Manufacturer narrative:
Concomitant components: model number/catalog number: 72400025, serial number: n/a, batch/lot number: 623049016, model/catalog description: balloon fgs 71-80 cm, d4 unique identifier (UDI): (B)(4). Concomitant components: model number/catalog number: 72404130, serial number: n/a, batch/lot number: 638217007, model/catalog description: belt cuff fgs 4.0 cm iz, d4 unique identifier (UDI): (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The pump, tubing and balloon were microscopically examined, and leak tested; the pump and balloon were also functionally tested. Concerning the pump, kink resistant tubing (krt) were worn to the filament; the pump passed leakage testing but failed low flow functional testing with an output reading below specification. Regarding the tubing, microscopic examination revealed a filament pulled out due to tool/sharp instrument damage. Concerning the flat reservoir, the component passed leakage testing. Finally, regarding the balloon, functional testing showed failure with an output pressure reading below specification. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of device out of specification/malfunction was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the control pump that did not pass the low flow test could have caused or contributed to the reported clinical observation of mechanical problem.